Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿fluid was leaking out of the end¿ of a minicap transfer set despite the twist clamp being closed. With a minicap on, it would not leak. This occurred during use of the device for peritoneal dialysis therapy. The device had been in use for six (6) months and was due to be changed routinely. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.